Event description:
It is reported that the reservoir leaked. Customer's blood glucose reading is 13.5 mmol/l. Customer is in the emergency room. Customer stated that the reservoir leaked past both o-rings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.